Manufacturer narrative:
In addition, evaluation of the returned device indicates a leak was detected on the balloon distal section. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a palmaz blue on an aviator balloon catheter could not be inflated. There was no adverse event reported. The device will be returned for evaluation.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During the analysis a leak was detected on the balloon distal section. This event is also captured as an event. It was reported that a palmaz blue on an aviator balloon catheter (bc) could not be inflated. There was no adverse event reported. The device was returned for analysis. One non sterile catheter palmaz blue on aviator plus, 6 mm diameter, 60 mm length, on 142 cm bc was returned. The stent was found mounted in its original place between the marker bands. Kinks were observed at 10.1cm, 10.8cm and 12.9 from its distal end. No other anomalies were noted in the device. A leakage was observed at the balloon distal section during microscopic inspection. Sem results showed that the balloon exhibited evidence of scratches on the external surface near to the leakage; the balloon internal surface exhibited no evidence of damage. This balloon leakage exhibited no other surface anomalies that could have caused the failure. The distal marker band exhibited no anomalies. The transition seal presented no evidence of blockage or any other anomaly that could be related to the reported event. The gw .014" (lab sample) was introduced without difficulty to the lumen of the catheter. Functional analysis could not be performed due to the balloon leakage. When water was injected to the device, this flowed through the whole inflation lumen and when it reached the balloon, a leak on its distal section was confirmed. A device history record (DHR) review of lot 15871112 revealed no anomalies or non-conformances that can be associated with the reported complaint. According to the instructions for use: measure the diameter of the reference vessel or duct to determine the appropriate size stent and delivery system. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. When catheters are in the body, they should be manipulated only under fluoroscopy. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. The failure ¿balloon - inflation difficulty-unable to inflate¿ reported by the customer was confirmed and the cause of the reported event may be related to leak detected on the balloon distal section. The exact cause of the balloon leakage and the kinks observed on the distal section of the received device could not be conclusively determined. Based on the information available for review, although vessel characteristics are unknown, they may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.